Event description:
On (B)(6) 2013 the patient's mother contacted animas and alleged the following: they just met with the endocrinologist, and they feel pump is malfunctioning due to inaccurate/full insulin delivery and meter/remote does communicate with pump. The patient has an elevated a1c. Patient and pump are not available. This complaint is being reported due to the non-specific allegation of pump malfunction.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: testing was unable to duplicate reported complaint. The last basal delivery and the last bolus were performed on (B)(6) 2013. The basal and boluses add up appropriately to total the tdd; showing the pump was delivering accurately until the last date used pump successfully passed a delivery accuracy test and was found to be operating within required specifications. No alarms occurred during testing. Unrelated to the complaint, a crack near the case seal of the battery compartment was observed. Returned battery cap secures firmly to the pump and was used to complete testing. No alarms outside the range of normal patient use observed in alarm history. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.